Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while awaiting surgery for heart transplant. On the fourth day of impella support, it was reported that the patient gained 5 pounds overnight, increased shortness of breath, and had a decrease in mixed venous oxygen levels. As a result, the patient was given an epinephrine drip and diuretic medications were adjusted. The patient was monitored and when they did not respond to interventions, the patient was cannulated for veno-arterial extracorporeal membrane oxygenation for increased hemodynamic support. It was also noted that the patient continued to report numbness in their right hand distal to the impella 5.5 insertion site. On the 16th day of support, it was reported that the patient had an elevated white blood count and was in consistent pain. Blood cultures were drawn, and the patient¿s heart transplant status was delisted to status 7, temporarily inactive. The following day, the patient remained as status 7 on the transplant list due to acute decompensation. Three days later, the patient was again listed as active status 1 on the transplant list. On the 23rd day of support the patient experienced heparin induced thrombocytopenia (hit). As a result, heparin was discontinued and angiomax was started for anticoagulation therapy. It was additionally noted that the patient¿s lactate dehydrogenase tripled after the impella p level was increased due to low mixed venous oxygenation levels. The patient was transfused with one unit of packed red blood cells. The following day the patient was determined to no longer be a candidate for heart transplant following the hit complication. The patient remained on impella 5.5 support until successfully bridged to durable left ventricle assist device with post op right ventricle assist device support.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Thrombocytopenia/ compression/ pain: the cause of the clinical symptom was not determined due to insufficient clinical details. Infection: in order to make a root cause determination, additional clinical details would have to be provided. The root cause of the infection was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1932218. Device history review: device with sn: (B)(6) passed all post sterile inspection checks. The with sn# (B)(6) from batch no: 1932218 was found to have a loose particle and failed 100% visual inspection checks. Rework of this unit has been successfully completed; unit was sent back to sterilizer.